Manufacturer narrative:
Zoll medical evaluated the device and the device performed to specification. Review of the clinical logs indicate that the pads were not applied to the patient for over two and a half minutes after the device was powered on. The device was already in the CPR protocol mode when the pads were applied to the patient. After the CPR protocol was completed the device analyzed and gave a "no shock advised" prompt. This is normal operation of device. This claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient in cardiac arrest, the device failed to analyze. Complainant indicated that the patient obtained rosc and was conscious. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.